Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility the safety pin of the device disassembled. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that at the user facility the safety pin of the device disassembled. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician through visual inspection and can be caused by a material fatigue issue or impact.